Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, when removing the dcs from the packaging, unknown foreign material was found on the device. Visual analysis showed the actuator components detached from the dcs. The device was received with the capsule almost fully opened. The tip-retrieval mechanism appears intact. The carriage components are observed to be undamaged. The trigger moves to fully advance and retracted positions and locks in place when released. The device was returned with the end cap/screw gear snap fit connected. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. Both actuator tabs does appear hairline fractures at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The device was received with the handle components detached from the dcs confirming the reported event. There is no indication in the reported event that this foreign material was present upon removal of device from the packaging prior to loading. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to loading the valve into the delivery catheter system (dcs), prior to the implant of this transcatheter bioprosthetic valve, the deployment knob trigger was used at the beginning to open the capsule for loading, as the loader started to twist the handle of the dcs to load the valve, the handle of the dcs separated. The device was not used for the case. It was reported that loading was performed by experienced medtronic personnel. There were no loose tabs present; the tabs were intact. There was no tension felt in the system and no damage or marks were noted. No adverse patient effects were reported.